Manufacturer narrative:
The device has been received for evaluation. A follow-up report will be submitted when the evaluation has been completed.

Event description:
A home pt (hp) contacted baxter's technical service center regarding feeling full after bypassing check pt line alarms during fill. The hp bypassed the initial drain after draining 69 ml and the last fill volume was 1800 ml. The drain volume was estimated to be 4000 ml by the hp. Fill volume was 2500 ml. The hp reported feeling abdominal discomfort. The hp had 7 bypasses in the last 2 therapies. During a follow-up call with the hp's nurse in 2008, the nurse stated that both the hp's physician and the nurse were aware of this report. The nurse indicated that the hp had experience shortness of breath with this incident, which was resolved by the drain of approx 4l. The nurse did not have any additional info but did indicate that the hp is doing fine and has been able to continue with peritoneal dialysis therapy well. No pt injury or medical intervention was reported. Despite baxter's attempts, no additional info could be obtained regarding this event.